Manufacturer narrative:
A ge service representative instructed the customer over-the-phone to reboot the system. The system is operating as intended.

Event description:
The customer reported that the system would not perform fluoroscopic x-ray. No patient injury was reported.